Event description:
On 2/1/96, a 84-yr-old gentleman was brought to the operating room for removal of a foley catheter. The surgeon was unable to deflate the balloon that was placed post procedure, therefore, he was taken to the operating room for removal of the catheter.